Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low bg (blood glucose) of 40 mg/dl about two hours after a lunch announcement. The user treated with sugar and cereal, and bg returned to range within one hour. No medical assistance was required.